Event description:
Information rec'd indicates no nurse call is able to be placed from the bed. The facility does have a backup hand held that was working.

Manufacturer narrative:
The technician found the left siderail intercable was pinched off at the sidecom cable for the call system. He replaced the intercable to repair the bed.